Event description:
The subject devices were implanted on 3/1/99. On 3/20/99, while the pt was bending to vomit, the subject devices came loose from the concomitant devices. On 3/22/99, another surgery was performed to remove the subject devices and replace with new devices.